Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During routine testing of the device, the user reported the clip portion of the probe was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.